Event description:
Additional information received. It was reported that the issue was found during a posterior spinal fusion procedure. There was a reported delay of 10 minutes.

Manufacturer narrative:
Additional info updated in b5. (H3, h6): the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, confirmed reported complaint. "Initializing system please wait." Installed power supply in test system. The system did not initialized. Motion, generator, communication and charging readied. Power supply output voltage measured failed. Measured 0vdc on power supply output. B01, c02, d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6) rev. F, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info updated in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received, there was no impact on patient outcome.

Manufacturer narrative:
H6) the manufacture representative went to the site to test the imaging system and found no voltage out of power supply. Confirmed good voltage into power supply. Updated quote to include power supply. Returned to site, replaced power supply. Adjusted potentiometer until voltage within specifications. Completed system checkout. System was fully functional at this time. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a imaging system being used in an unknown procedure. It was reported that the pendant displayed "initializing system please wait". They reported the there was a red x next to radiation on the pendant, but the other two had green checkmarks. Site rebooted with the umbilical disconnected, which did not resolve the issue. Site aborted imaging system and navigation system to proceed with the case. Patient was present. There was unknown surgical delay and impact on patient outcome.